Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The sra shows the risk of a quality problem with no impact on safety to be "low." The vacuum control valve was returned and tested. A visual examination showed no unusual problems, defects, or anomalies. The reason for return of the vacuum control valve was not confirmed. The assignable cause of the odor/smell issue is likely the vacuum control valve and loose vacuum subsystem screws. The field service engineer replaced the part and tightened the screws and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site and performed a corrective maintenance which included the replacement of vacuum control solenoid valve and tightening the vacuum subsystem screws to resolve the system issues. Unit meets specifications and was returned to service on (B)(6) 2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an "odd smell" emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.